Manufacturer narrative:
UDI =(B)(4); the electrode will not be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was hospitalized for a routine s-ICD change out. A pre-procedure chest x-ray was performed and revealed that the xiphoid section of the electrode had migrated to the left and was no longer in an optimal position. The electrode was explanted and successfully replaced along with the s-ICD. No additional adverse patient effects were reported.